Event description:
It was reported that both the atrial and ventricular leads exhibited oversensing and high capture thresholds. The leads also exhibited insulation degradation. Both leads were capped and replaced with the new leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.